Manufacturer narrative:
The user reported being hospitalized due to a stroke caused by high glucose, as diagnosed by their hcp. The event happened on 16-oct-2025 at 10 am and there was no sg value as the user was not using the system. The user did not remember the bg value either. A review of the data management system (dms) confirmed that the system was not in use at the time of the incident. The user was on "re-initialization" phase after a sensor re-link performed on 15-oct-2025 at 4:26:28 pm and the user didn't enter any calibrations after the re-link. The user received therapy and medication as treatment at the hospital. The user was prescribed blockbuster, plavix and baby aspirin as medication. Upon review of dms, the user has not been using the system since 18-oct-2025 at 7:46 am, there are no glucose values after 15-oct-2025 at 4:24 pm. Since the system was not in use at the time of incident, no further investigation was found necessary for this complaint. B4.date of this report 07 dec 2025 g3.date received by the manufacturer? 07 dec 2025 h3. Device evaluated by manufacturer?yes h6. Medical device problem code updated to 2993 h6. Type of investigation updated to 4121 h6. Investigation findings updated to 213 h6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported being hospitalized on 16-oct-2025 at approximately 10:00 am cdt due to a stroke caused by high glucose, as diagnosed by their hcp, and stated they were feeling better at the time of the call. The event was not related to sensor insertion or removal and was related to diabetes; therefore, the following example set was provided: (B)(6) 2025 10:00 am, no sg value since the user was not using the system, and no bg value was available because the user did not remember and could not locate the documentation. Dms review confirmed that the user did not receive a high glucose alert at the time of the event because the user was in the "re-initialization" phase after a sensor re-link performed on (B)(6) 2025 at 4:26:28 pm and had not entered any calibrations after the re-link, resulting in no bg value being entered. The user received therapy and medication at the hospital and was prescribed blockbuster, plavix, and baby aspirin.